Event description:
It was reported the gastrointestinal videoscope injection needle cannot be retracted, it had scratched and broken the forceps channel. The issue occurred during a therapeutic endoscopic submucosal dissection procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6) the device was not returned to olympus for inspection therefore the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.